Manufacturer narrative:
Insulin pump received with intermittent up arrow button due to corroded keypad traces. No button error alarms noted. No frozen display noted. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.

Event description:
Customer reported that the insulin pump keypad became unresponsive during a bolus. The blood glucose reading was 317 mg/dl. The insulin pump had alarmed for a button error. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.